Manufacturer narrative:
Retainer = black on (B)(6) 2021 the customer alleged that the insulin pump has a blank display and a crack on the battery compartment. The following were noted during visual inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing serial number label, pillowing keypad overlay, case cracked at the battery compartment and cracked battery tube threads. Device was received with a blank display after battery installation. The blank display is due to misaligned battery tube caused by the crack at the battery compartment and cracked battery tube threads allowing the battery tube to shift out of position and not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download trace/history files using thus due to blank display. Device was cut open to perform visual inspection and no damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force. A test p-cap does lock into place inside the reservoir compartment properly. Blank display and cracked battery compartment are confirmed. Device had cracked battery compartment and cracked battery tube threads. Unable to perform required testing due to blank display. The blank display is due to misaligned battery tube caused by the crack at the battery compartment and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed blank display. The battery compartment was damaged. The troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.